Event description:
Using an aortascan - abdominal aortic ultrasound, a doctor, as well as a verathon rep, scanned a pt with a known abdominal aortic aneurysm (aaa). The result of the scan did not correlate with the known aaa.

Manufacturer narrative:
The reported event alleges a malfunction of a potential inaccuracy. Verathon will continue the investigation pending return and analysis of the product.